Event description:
It was reported by the customer before use that cardiosave intra aortic balloon pump(iabp) had a power cord storage malfunction. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number - 2249723-2026-0000959 in your database.